Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted in 2007 after an implant duration of 12 mos. The reason for the explant is unk, as no other details were provided.